Manufacturer narrative:
A review of the manufacturing documentation for the sc-8352-50, serial number: (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that an x-ray showed the patient had a right pneumothorax following a staged paddle lead placement procedure. No complications were noted during or post procedure, and the patient was alert and responsive post operatively. Patient had a chest tube placed the same day with removal of the chest tube two days later. Patient is doing well post-operatively and post chest tube removal. No further action needed. The cause of the pneumothorax remains unknown, but it was reported that there were no complications with the scs device.